Event description:
It was reported to philips that the battery was not recognized by the mrx unit and cadex charger and subsequently failed to charge. There was no patient involvement.

Manufacturer narrative:
Upon response from the vendor, it was verified that the battery for the unit was faulty due to a corrupted gas gauge. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery was not recognized by the mrx unit and cadex charger and subsequently failed to charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was noted that when inserted into the cadex charger, the unit yielded a ¿fail 160 bad fuse or driver¿ error message after failing to trickle-charge. Due to the condition of the battery, calibrations could not be completed and the battery was confirmed to be faulty. The component was scheduled to be returned to the vendor.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 method code and conclusions code have been updated to coincide with the evaluation of the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.